Event description:
On (B)(6) 2012 this patient was implanted with three gore tag thoracic endoprostheses to treat a descending thoracic aortic aneurysm (taa). It was reported a cerebrospinal drain was performed prior to this surgery. The current taa being treated was a "dumbbell-shaped" and extended 39 cm of native aorta just distal from the subclavian artery to just superior of the celiac artery. The physician reportedly implanted the most proximal tag device in healthy aorta distal to the previously implanted graft and the most distal tag device reached just superior of the celiac artery. The patient tolerated the procedure. Approximately 36 hours post procedure, on (B)(6) 2012 the patient was experiencing paraplegia. The patient had no sensory but felt pressure during the neurologic exam. There is no reintervention planned at this time.

Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore tag thoracic endoprosthesis instructions for use states that potential device or procedure related adverse events include: neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis). Additional devices implanted and/or related to this event: tgu454520/ 10399769 and tgu404020/ 9944710.